Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise oversensing, and atrial sensitivity was increased. Technical services was consulted, and lead troubleshooting steps were provided as the type of artifact observed pointed towards a potential lead interaction, such as fretting or touching leads. Of note, both the right atrial (ra) lead and the right ventricular (rv) lead are non-boston scientific products. No adverse patient effects were reported. This pacemaker remains in service.